Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: outflow graft malfunction/malposition, other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: inflow bearing assembly. Specific component(s) involved: outflow graft malfunction/malposition; other component malfunction, specify. Additional text: outflow bend relief disconnected from pump, erosion through outflow graft resulted in intraoperative. Other component: inflow bearing assembly. Causative or contributing factor: no specific contributing cause identifiy. Intervention(s): replacement of outflow graft; replacement of pump. Implant device type: lvad.